Manufacturer narrative:
The reported field event of high hv lead impedance was confirmed in the laboratory via review of diagnostic data. The device was tested on the bench and no anomalies were found. The cause of the reported high hv lead impedance could not be determined.

Event description:
It was reported that during implant, high, out of range hv lead impedance was observed when the device was connected to the lead and the pocket was closed. The pocket was reopened and after multiple unsuccessful attempts of removing and reinserting the lead, the device was not implanted. Impedance measurement was normal with the new device. The patients condition was unaffected.